Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device booted up to a blank screen and all buttons were inoperable except for the on/off button. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly to resolve the boot issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for us. Physio further evaluated the removed user interface pcb assembly and was unable to determine component root cause. The issue could be related to either integrated circuit, designators u2 or u8.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported and observed issues. Physio isolated the issue to the user interface pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device booted up to a blank screen and all buttons were inoperable except for the on/off button. There was no patient use associated with the reported event.